Event description:
The company was informed that the recipient's device was explanted due to a decrease in performance. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering further information. A supplemental report will be submitted once more information is received.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced sound quality issues, despite device testing results within normal limits. External equipment was exchanged; however, the issue did not resolve. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed antenna was severed. In addition, the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained due to antenna condition. This is believed to have occurred during revision surgery. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of sound quality issues could not be verified during this analysis, which was limited in some respects due to the electrode and antenna being damaged prior to receipt. However, it is believed that the failure of this implantable cochlear system (ics) device was caused by a loss of hermetic seal, which was concluded from the residual gas analysis (rga) data. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.